Manufacturer narrative:
The field service representative determined there was a partial clog in the sample probe and replaced the probe. He verified the analyzer performance, he performed precision testing on glucose and the ise assays with all results within specifications.

Event description:
The user stated she was having trouble with ise results and with glucose. Of the results provided, two glucose results were found to be discrepant. Sample 1 initial result was 0 mg per dl, repeat result from another analyzer was 100 mg per dl. Sample 2 initial result was 1 mg per dl, repeat result from another analyzer was "87 or something like that". The initial glucose results were not reported.